Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and after testing the cs300 in diagnostics, the fse was not able to duplicate any failure. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had " internal blood pressure alarm, air and gas leak". It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. This report is for the "internal blood pressure alarm". The "air gas leak alarm" was reported separately under mfg report number 2249723-2021-01549.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: d6 (device was not implanted, date should not be included), g1 (contact person ¿ mfg site), h4.

Event description:
N/a.